Manufacturer narrative:
Received two (2) photos from the customer. One (1) photo was of the packaging, and one (1) photo was a written description of the event on a bag. There was no evidence of leakage observed. The complaint of leakage cannot be replicated. Without the return of the actual device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint. Updated information in e3 - initial reporter occupation.

Manufacturer narrative:
The actual device is not available for investigation at this time. A review of the device history record is pending.

Event description:
The event involved the following device: primary plum microdrip set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined tubing, secure lock, 272 cm. This device reportedly dripped chemotherapy over the (unspecified) plum pump and a drop also landed on the floor. The reporter mentioned that the primary plum line was primed with normal saline with no issues. The secondary line 011 cl3520 was attached to a 011 cl2100 chemolock port that was included in the cl3520 pack. Once connected, the fluid pathway was opened and the chemotherapy leakage was observed. A spill kit protocol was initiated. The staff member not injured and was wearing gloves. The lines were disposed. The reporter suspects but is not 100% sure that the 011-cl2100 port was not connected correctly. No evidence either way. The set was in use for some minutes. There was no specific physical damage noted on the set that caused the leakage. Also, there was no damage noted on the involved mating device. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel. The leaking occurred between 011-cl2100 connector and plum cassette clave b port. The set was replaced and therapy resumed without any problem. There was an unspecified delay to the patient's treatment, no adverse event and no one was harmed as a result of the reported event.